Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer low blood glucose level was 60 mg/dl. Customer just checked her blood glucose level it was 44 mg/dl and meter blood glucose level was 54 mg/dl. Customer reported that her insulin pump was not suspending on low. The device will not be returned for analysis.